Event description:
Pt revised to address infection.

Manufacturer narrative:
No product was returned. Product info required to review the device history records was not provided. The initial reporting indicated the product was not suspected of failing to meet specs or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported infection based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation will be reopened.